Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the plant outside of the original packaging for the investigation. Upon a visual and functional evaluation of the samples, the reported issue was confirmed. During functional inspection a leak was detected between the connection of tubing line and cross spike connector. As part of continuous improvements, a corrective action has been opened to address the reported issue. This action is designed to prevent the reoccurrence of the reported and confirmed condition. The root cause and action plan will be documented through this formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the safety screw spike set is leaking at tubing of the connector.